Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the device return date in section d9 and to update section h3. The actual device has been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Manufacturer narrative:
This report is being submitted as follow up no. 2 to update section h3, and to provide the completed investigation results. Bio-absorbable components of angio-seal vip were returned for product evaluation at terumo medical corporation. The tamped collagen was received along with small piece of suture. No actual device was returned. Upon visual analysis, the collagen was returned submerged in some liquid. The tamped collagen was found swollen. IFU states: "do not use the angio-seal device if the puncture site is at or distal to the bifurcation of the superficial femoral and profunda femoris artery, as this may result in the 1) anchor catching on the bifurcation or being positioned incorrectly, and/or 2) collagen deposition into the vessel. These events may reduce blood flow through the vessel leading to symptoms of distal arterial insufficiency." For collagen deposition into the artery or thrombosis at puncture site "if this condition is suspected, the diagnosis can be confirmed by duplex ultrasound. Treatment of this event may include thrombolysis, percutaneous thrombectomy, or surgical intervention." Per the complaint allegation, the device was used in the sfa region and not in the common femoral artery which is against the IFU of angioseal. The complaint can be confirmed for user error. The harms described cannot be attributed to angioseal device usage since the device was used against the instructions in the IFU. The IFU was reviewed and sufficient information was provided to guide the user. Based on the available information, the exact cause of the issue cannot be determined. The device was in a conforming state when released from terumo control. There is no indication that any manufacturing issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the fmea.

Manufacturer narrative:
The actual device has not been returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete. A review of the device history record of the product code/lot# combination was conducted with no findings.

Event description:
The user facility reported that the angio-seal device was used during the procedure. A bypass obstruction from the ao to the right common femoral artery (cfa) was treated. As the cfa puncture site was at the bypass anastomosis, the right superficial femoral artery (sfa) was punctured. A 4.5 fr parent guiding sheath (medikit) was also inserted from the upper arm. An optimo epd balloon guide catheter (tokai medical products) was used for the right sfa, where a guidewire passed through right before the sfa at the occluded stump in a retrograde way, and a shiden hp balloon catheter (4.0 mm, kaneka) and a metacross rx balloon dilatation catheter (7.0 mm) were used for dilation. As it was a thrombotic occlusion and a thrombus could not be removed by aspiration, dilation using nse (6.0 mm) and thrombus removal using biopsy forceps were repeated. Then, two drug coated balloon (dcb) devices were used to treat the area from right before the sfa to the cfa and inside the bypass. After that, the angio-seal device was used for hemostasis. However, as slight bleeding was noted and it was difficult to hold the artery, the dcb (5.0 mm) was used for dilation from the upper arm to achieve hemostasis. When the guiding sheath was being removed from the upper arm, bleeding at the puncture site was noted. Therefore, the dcb (5.0 mm) was additionally used for dilation inside the artery to achieve hemostasis. Hemostasis was successfully achieved. On the following day (B)(6) 2021, ultrasonography revealed that a vascular murmur was heard around the puncture site. It was found that a foreign body remained. On (B)(6) 2021, an angioscopy was performed, which confirmed a foreign body in the blood vessel. On (B)(6) 2021, the foreign body was removed surgically using a fogarty catheter. It was assumed that the foreign body should be a blade of nse before, although it looked like a collagen and a suture of the angio-seal device. At first, the physician assumed that the nse blade had come off, although it might have been the suture and collagen of the angio-seal. Since the sfa was punctured, the physician thought it would be difficult to hold the artery. Ballooning from inside the artery was therefore added to stop bleeding. However, when the balloon was pulled out after ballooning, something wrong, such as hooking on the anchor, might have occurred. No calcified stenosis was noted in the sfa, and the tension of the suture was sufficient. The procedure before deploying the device was a percutaneous peripheral intervention (ppi). A pre-deployment angiogram was performed. The size of the sheath ancillary used was 6fr. The puncture site was distal to the inguinal ligament of the right superficial femoral artery. The vessel diameter was 5 mm. The patient recovered. There was no patient injury, medical/surgical intervention required. The estimated blood loss was less than 250cc's. Hemostasis was successfully achieved by the angio-seal device and ballooning. On the following day, it was found that a foreign body remained. The foreign body was successfully removed from the patient. An ultrasound was performed to diagnose the bleed. Bleeding occurred in the procedure room.